Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. There were no reported product deficiencies. The reported patient effects angina and stenosis/restenosis are listed in the listed in the xience v everolimus eluting coronary stent system instruction for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the 2.75 x 28 mm xience v was implanted in an in-stent restenosed lesion. It should be noted that the xience v everolimus eluting coronary stent system IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects. The other xience v is being filed under a separate MFR number.

Event description:
It was reported that approximately 24 months after 2 xience stents were implanted in the restenosed mid-distal circumflex and the proximal circumflex artery, the patient experienced chest pain requiring revascularization for in-stent restenosis in the mid-circumflex artery. Approximately 10 months later the patient experienced chest pain and underwent a revascularization for in-stent thrombosis in the proximal circumflex artery . No additional information was provided.